Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated the leads that were accidentally pulled out of the foramen were replaced which addressed the issue

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14261 1627487-2019-14263. It was reported the patient's existing thoracic leads at t7, t8, and t9 were pulled out of the foramen during a procedure to address a large hematoma in the ipg pocket site(manufacturer reference number 1627487-2019-14227). Surgical intervention may take place to resolve the issue.